Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the battery status eos, detected on (B)(6) 2019 at 02:13pm. However, the battery is not depleted. The data further showed a detection of strong magnetic fields at 01:58pm, 15 minutes before the eos detection. It is therefore assumed that the reported MRI scan led to the clinical observation. As mentioned in the complaint description, the MRI mode was not activated on (B)(6) 2019. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed battery status eos. This observation does not represent a battery or hybrid malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode. In case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded.

Event description:
Patient received an MRI without the device being programmed into an MRI mode. Device is now reporting an eos state and will not allow therapy to be enabled. Doctor informed. Device remains implanted.